Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Hemostasis was obtained and dressing was applied. No bleeding or hematoma was noted. When the pt arrived to recovery there was oozing from the right groin and a femostop was applied along with manual compression for 10 minutes. Epinephrine and lidocaine injection were administered and a sandbag was placed achieving hemostasis. The pt experienced a drop in hemoglobin; however, it resolved without intervention. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore a device history record review could not be performed. Study.